Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-nov-2019 with the following findings: a review of the pump black box and alarm history showed a cs 087 call service alarm occurred. During investigation, pump powered on properly with no alarms. The rewind, load and prime steps were performed successfully with no alarms. The pump was exercised for 12 hours and no call service alarms were received. The pump cover was removed and no evidence of the moisture or damage was found inside the pump. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, discolored display and multiple cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue 087. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.